Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 49mg/dl. The customer stated that she was moving boxes and blacked out. The customer fell on a hot surface, which caused some burns. Troubleshooting was performed and the programming in the insulin pump was correct. The date and time was changed because the device was one day ahead. The number of units left and the insulin in the reservoir matched. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.